Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that following the device change out procedure, the incision never fully healed and fluid was weeping from the site. The implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection. No further patient complications have been reported as a result of this event.